Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began around the week of (B)(6) (year unspecified) prior to contacting lfs. As part of her diabetes regimen, the patient claimed she manages her diabetes with an insulin pump. Due to the alleged issue, the patient claimed she skipped/stopped her dose of diabetes medication. It was noted by the cca, that the patient was feeling confused, shaky, and tired after the alleged issue began. In response to the symptoms, the patient indicated she self-treated with juice and then tested on her onetouch ultramini meter with a blood glucose result of "75 mg/dl". At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, the correct test strips were used, and them did not require new batteries. However, it was not by the cca that the alleged power issue was intermittent. So replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims she was unable to test her blood glucose due to the alleged power issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter's battery contact was found to be contaminated. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.